Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated, and the device showed a predicted longevity of less than one year to explant. It is suspected the battery is depleting earlier than expected. A save to disk was sent to boston scientific technical services (bsc ts) for review. It was also noted the associated right ventricular (rv) lead displayed a loss of capture (loc) due to lead dislodgement, and caused a perforation. A lead repositioning procedure will take place in the near future. The decision was made to explant and replace this ICD, and associated rv lead. There were no adverse patient effects reported. Subsequently, bsc ts reviewed the save to disk and discussed that there is no information in the memory dump which would suggest why the device would be drawing such a high amount of power. It appears that, while in storage, the power levels were normal and that after implant the power increased to abnormal levels. It is assumed that the high power is due to malfunction of some type.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, analysis confirmed the initial allegation of premature depletion. The premature battery depletion was isolated to a high current condition in an integrated circuit (ic) power supply which depleted the battery. Unfortunately the root cause of the high current condition could not be identified due to accidental damage to the ic during analysis. Therapy was available while implanted.

Manufacturer narrative:
This ICD was explanted, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.